Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ph5061 batch number, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hiatal hernia repair on an unknown date and suture was used. The distal tip of the needle broke off during surgery. The tip was found, and an x-ray was not necessary. The procedure was completed with another device. There were no adverse patient consequences reported.